Event description:
It was reported that pump screen became dark and would not turn on while customer used insulin pump for therapy, and device showed red light and periodic vibrations indicating malfunction. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, tried multiple button presses, removed pump from case, and attempted charging with known working equipment without success, after which pump was confirmed within warranty, replacement pump was arranged, backup therapy with replacement pump was planned, and customer was instructed on storage mode, address confirmation, and returning malfunctioning pump to tandem.